Manufacturer narrative:
After finding the issue on the website, our company immediately organized the production department and the quality inspection department to investigate. We reviewed the pp used for the protective sheath, incoming material inspection records, production batch records, sterilization status, and so on, and did not find any anomalies. Subsequently, we will strengthen training for relevant personnel and communicate with the distributor to request them to inform customers of the instructions for use.

Event description:
Safety feature does not engage.